Manufacturer narrative:
Concomitant medical products: 4fc12 sheath. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a pericardial effusion was observed. The case was aborted while the patient was under general anesthesia. The blood was drained from the patient and they stabilized. The patient's hospital stay was extended. No further patient complications have been reported as a result of this event.